Event description:
In 2004 - a dental implant was placed in tooth location #30. Subsequently, the patient was experiencing numbness in the lower jaw area. In 10 days later - the implant was removed. In 03/2005 - the clinician was contacted. He stated "the patient is recovering from the numbness".